Manufacturer narrative:
The customer reported imprecision of inratio inr results during testing. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results when testing twice on two different days. The results are as follows: (B)(6) 2015: 1st inratio test=1.2, 2nd inratio test=2.3. (B)(6) 2015: 1st inratio test=1.2, 2nd inratio test=1.9. The patient self tester's therapeutic range is: 2.0-3.0. It was noted that multiple finger sticks were performed on the same finger.